Event description:
While using medela pump in style advanced pump, nipple on right breast became stuck in breast shield. When patient tried to remove breast shield, she tore her nipple causing severe pain and inability to breast feed on this breast until injury healed. Patient sought out and received medical attention, as described in the doctors report attached to this MDR.

Manufacturer narrative:
Reporter stated that patient's nipple got stuck in 24mm breastshield which was provided with pump. He and patient did not realize that different size nipples require different size breastshields. He stated we do not mention this any where on our product. We do however, discuss proper breastshield fit in our breastfeeding information guide, which is supplied with each of our pump in style advance breast pumps. Investigation still ongoing, reporter phone has message that it is no longer in service at this time. Please scan add'l pages.